Event description:
The field engineer reported that the foot pedal was stuck in a way that the system produced uncommanded x-rays. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the foot switch was replaced as a precautionary measure.